Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that on (B)(6) 2025 at approximately 6 am the patient was found unresponsive on the floor of their room. The patient received cardiopulmonary resuscitation (CPR) and it was noted that the patient's left ventricular assist device (lvad) was not running. The lvad was restarted by changing the batteries. It was unclear how long the patient had been unresponsive however initial device interrogation suggested that the batteries and the internal system controller backup battery were depleted and the alarms on the device would have been activated. The patient was intubated and ventilated and transferred to the intensive therapy unit (itu). The patient had a computed tomography (CT) scan which showed mild loss of grey-white matter differentiation. The patient was observed, had an electroencephalogram (eeg), a repeat CT which suggested acute hypoxic brain injury, and was reviewed by a neuro rehab consultant who felt meaningful recovery was unlikely given brainstem dysfunction. The patient subsequently received palliative care and passed away on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on the ward to treat driveline infection. When the night staff checked on them before the shift hand over they were found unconscious on the floor disconnected from any power source. According to the staff the system controller did not alarm. The power source was reconnected and the patient was transferred to the intensive care unit (ICU).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported loss of external power to the heartmate 3 system controller (serial number (B)(6)) was able to be confirmed through the submitted log files. The reported event of the controller not alarming as expected could not be confirmed through this analysis. The controller event log file captured a driveline disconnect alarm and events consistent with the reported discontinuation of left ventricular assist system support (lvas) on 19aug2025. The controller appeared to support the system as intended when the driveline was connected, in the available data. The controller periodic log file captured a low power hazard alarm while the patient was on battery power at 3:20:02 on11aug2025. The next two hourly data points at 4:20:02 and 5:20:02 captured a no external power alarm being active, and the backup battery of the controller supporting the system. Following these alarms, the next two hourly data points captured a controller clock corrupt alarm. This suggested that there was a complete loss of power to the system; however, a specific cause could not be conclusively determined as the onset of the event was not captured within the log file. It should be noted that a complete loss of power to the system would cause the controller to be unable to alarm. The system controller returned for evaluation, and was unremarkable. The controller was able to support a mock-loop system as intended. The controller alarmed as intended and passed all functional testing. It was reported that the patient was found disconnected from any power source. According to the staff, the controller did not alarm. It was reported that the patient was reconnected to power sources and had lvas support for a few days before the therapy was withdrawn. The root cause for the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU heartmate 3 patient handbook are currently available. The patient handbook section 2, entitled ¿how your heart pump works¿ instructs users on how to properly perform a system controller self-test. Users are encouraged to perform at least one self-test per day to ensure the function of the controller¿s audible and visual alarms. The IFU section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve controller clock corrupt alarms and no external power alarms. The IFU section 3, entitled ¿powering the system¿, provides instruction on how to power the system controller. This section also advises the user to ensure when changing power sources to always have at least one power cable connected to external power at a time. This section advises the user to not sleep on 14v li-ion batteries. The IFU section 4, entitled ¿heartmate touch communication system¿, gives instruction on how to set and change the date and time of the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.